Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 409 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include feeling lethargic as well as vomiting. Once at the hospital the patient had blood work performed. The patient was treated with intravenous fluids. The patient was released from the hospital after 3 days.